Manufacturer narrative:
An event regarding shell malposition involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device evaluation, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Device not returned to the manufacturer.

Event description:
It was reported that patient's left hip was revised after patient complaint of pain. Surgeon reported that the shell had an excessive amount of offset (it was not reported to the rep if the shell was implanted that way or if the shell migrated). A shell, mdm liner construct and femoral head were revised to a competitor shell and liner with a 36 +0 ceramic head.